Manufacturer narrative:
Investigation: complaint reports cross contamination on slideprep (catalog number 491346) serial number (B)(6). Complaint alleges repeated issues of debris from bundles and signs of cross contamination. There was no cross contamination from one specimen to another. The aspirating bundle was too close to the slides resulting in the bundles touching the slides. Service adjusted the z-max height on the quad bundles then preformed a run of 8 blank slides and no debris was seen. Post intervention the instrument was left operating normally. Root cause is attributed to the misalignment of the z height. This complaint is a confirmed failure of the instrument. DHR review revealed no abnormalities during build and test of this unit prior to shipping, as it is related to the failure mode reported. There are no corrective action plans or other corrections occurring. Bd quality will continue to monitor for trends associated with failure of "contamination / foreign matter."

Event description:
It was reported while using bd totalys¿ slideprep foreign matter and cross contamination was occurring. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that there are repeated issues of debris from bundles and signs of cross contamination after dispatch. Complaint seems to be an issue with cleaning and possibly foreign objects getting into instrument. Route cause is not yet determined.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd totalys¿ slideprep foreign matter and cross contamination was occurring. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that there are repeated issues of debris from bundles and signs of cross contamination after dispatch. Complaint seems to be an issue with cleaning and possibly foreign objects getting into instrument. Route cause is not yet determined.